Event description:
5/16/2022 - the consumer claims the glass on the device shattered. Injuries did not occur and the consumer accepted a replacement.

Manufacturer narrative:
05/16/2022 - the consumer accepted a replacement and will not be returning the device to the manufacturer. Therefore an investigation will not occur.